Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. Logs shows that alarm 101 "tidal volume high" and alarm 130 "high leakage" triggered few times after the start on (B)(6) 2023 13:53:13 (system time). On the other hand, it is visible that the alarm 251 "disconnection" also active almost on the same time. If there is a disconnection while the ventilation is active its normal that the leakage alarm got activated. No hw failure visible on the logs during this time frame and all the start up tests went well. Logs further shows that the sw version of this unit downgraded from v 6.1.0.2 to 6.0.2100.0 on (B)(6) 2022 and the calibration of this unit was performed on (B)(6) 2022 21:08:39 followed by a successful calibration. There was no failure noticed. As per notes on case 00929076, customer was requested to provide the trend files and have not heard back from the user.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The unit was not returned for evaluation. Log file analysis indicates there were no other technical alarms. Preventive maintenance was done in november and all calibrations passed. The unit was on niv (non invasive) mode when the event occurred. The customer was advised to send the trending data for further evaluation. However, there has been no response received from the customer. No root cause has been determined since there was no feedback received from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where they received service request from department with description ¿not completely full sst (short self test)¿ during setup prior patient use. Furthermore, there was no patient associated with the reported event.